Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. The device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The unit had cracked display window corner and cracked battery tube threads.

Event description:
It was reported that the insulin pump screen frozed while customer was giving herself bolus. Customer stated the insulin pump buttons were unresponsive and alarmed button error. Troubleshooting was done. Customer's blood glucose was 141 mg/dl. Advised customer that insulin pump would be replaced. No further information provided.